Event description:
It was reported that the filter would not advance in the sheath after it was barely down the sheath at all. The pusher wire could not advance any more. The system was removed and the procedure was completed with another filter. No injury to the patient reported.

Manufacturer narrative:
The device history records were not reviewed as the lot number is unknown. The sample was not returned for evaluation. Based on the information submitted the results of the investigation are inconclusive and the root cause is unknown. Handling of g2 filter system from the IFU. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing the filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.